Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should any additional information become available, a follow-up report will be submitted. This MDR was submitted on (B)(6) 2011; however, due to a failure to receive the 3 acknowledgements, this MDR is being resubmitted on (B)(6) 2011.

Manufacturer narrative:
(B)(4).

Event description:
A customer contacted baxter's technical service center and reported receiving a system error 2240 (air in line) alarm on the homechoice (hc) machine during dwell 3 of 4. The technical service representative (tsr) assisted the home patient (hp) and explained the alarm. The tsr advised the hp that therapy has ended and will need to start over with new supplies or do manual exchange. Product surveillance contacted the nurse on (B)(6) 2011. According to the nurse she was not made aware of this event, however, the patient has been to the clinic several times since this event and has resumed therapy successfully. The patient has not mentioned any issues. No further information is available. There was no patient injury or medical intervention associated with this event.